Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that within the last week their ins started buzzing in the wrong area and they need to change it. Patient commented the buzzing was in the wrong shoulder. Agent had patient connect through the mystimpc app and reviewed general programming guidance in regards to changing groups and adjusting intensity. The patient was redirected to their rep and healthcare provider (hcp) to further address, if needed.